Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a small blood leak was noted on the line located roughly 18 inches from the patient connection on the arterial line. The patient care technician (pct) and registered nurse (rn) noted a small pinpoint area dripping indicating a small hole in the line. Upon follow up, the nurse stated the blood leak was noticed 2 hours and 45 minutes into the treatment. The nurse confirmed there were no issues during priming. The 2008t machine alarmed with an air in venous chamber alarm. There were no changes or disruption in pressure that could have caused the issue or machine to alarm. The combi set had a small hole in the tubing. A fresenius 250 dialyzer was being used at the time. An external leak was visually observed. The patient's total estimated blood loss (ebl) was 3 ml. The nurse confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. Since the actual sample was discarded, a companion sample was reported to be available to be sent back for physical analysis.